Event description:
The consumer and manufacturer representative reported that when the patient walked thought the security gate at the supermarket, they got a shock. This had happened 3 times, beginning in (B)(6) 2016. The patient changed programs after a shock and noticed a coinciding change in therapy. The patient had a loss of therapy. The patient tried calling their manufacturer representative, but never got a response. The implantable neurostimulator (ins) was replaced on (B)(6) 2016. The issue continued after the ins was replaced. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information received from the consumer reported that the patient had 1 shock from the original implant in (B)(6) 2016 that was thought to be because the battery needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.